Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter peru received a report from a customer who stated that 2 units of (B)(4), lot: 10j071 was set for 5-fluorouracil in the oncology unit and showed evidence of a delay in the infusion of the medication. The set was to supply in 24 hours the drug, but the total infusion time was 48 hours. There was not patient injury or medical intervention indicated at the time of the initial report. The sample will not be returned for evaluation. No additional information. This is report 2 of 2 from the facility.